Event description:
The customer states that an abbott field service engineer (fse) replaced a valve for the trigger solution on the architect i2000 analyzer in their lab. The customer then retested all samples run that day and found one patient sample that had previously generated a non-reactive result for the cmv igg assay now generating a reactive result. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The customer stated that the architect i2000 analyzer was generating error code 1008, unable to process test, final read failure. An abbott field service engineer visited the site and found a malfunctioning trigger valve and replaced the valve. Subsequent instrument operations and test results were acceptable. There was no impact to patient management reported. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect cmv igg reagent package insert ((B)(4)), the architect anti-hbc ii reagent package insert ((B)(4)) and the architect system operations manual (201837), january 2010 contain information to address the customer's current issue. Concomitant medical products: arch cmv igg ln: 6c15-20 lot: 89216lf00. Review of complaint tracking and trending; field service intervention.